Event description:
New information received notes that programming changes were made. Patient condition was stable throughout, and the patient would continue to be monitored.

Event description:
It was reported that the patient presented remotely via (B)(6). Upon review of transmission, it was found that the implantable cardioverter defibrillator exhibited inappropriate automatic mode switch and far r-wave over-sensing. No intervention was performed. Patient condition was stable.